Event description:
It was reported that the patient presented for magnetic resonance imaging (MRI) procedure without putting their implantable cardioverter defibrillator (ICD) into MRI mode, causing it to inappropriately go into backup operation with high voltage therapies disabled. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.